Event description:
It was reported that this implantable cardioverter defibrillator (ICD) undersensed a ventricular signal causing a ventricular pace (vp) to be delivered and ventricular tachycardia (vt) started. Anti-tachycardia pacing (atp) appropriately was delivered and terminated the vt. The patient has known vt issue, therefore, medication is being modified and they underwent a vt ablation. Technical services discussed device programming. At this time, the device remains in service. No adverse patient effects were reported.